Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Other devices involved in this event: heartware ventricular assist system ¿ controller 2.0: controller / serial (B)(4) / model #: 1420 / expiration date: 2019-01-31, UDI #: (B)(4). Mfg date: 2018-01-31. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was power switching and unintentional power disconnects from the controller. It was also reported there was a blank screen and alarms on the controller and pump stops due to the unintentional power disconnects. The controller was exchanged. The vad remains in use. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the patient reports the controller lost power after getting wet.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: one pump was not returned and one controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis revealed that the device passed visual inspection and functional testing. As a result, the reported ¿blank screen¿ could not be confirmed. Internal visual inspection did not reveal any fluid ingress. As a result, the reported controller getting wet event could not be confirmed. Supplemental testing was performed, and the test results revealed that the gold-plating of the pins were worn, exposing the base metal. The exposure of the base metal is susceptible to the effects of corrosion. Log file analysis revealed that the controller in use during the reported event contained a feature that records whether a power source experienced a communication error or a disconnection within each 15 minute interval. Analysis of the data log files also revealed premature power switching events due to momentary disconnections. A power source lubrication procedure was performed on (B)(6) 2018. As a result, the reported power switching event was confirmed. Alarm file revealed five vad stopped alarms logged on 21-oct-2018. Four vad stopped alarms were logged due to disconnection of the driveline and one vad stopped alarm was logged due to open phase on both stators. This alarm is indicative of a contamination of driveline, physical disconnection of the driveline and/or marginal connection of the driveline from the controller. Log file analysis also revealed two controller power up events on (B)(6) 2018. The controller power up events occurred while controller exchange. Additionally log file analysis did not reveal any power disconnect alarms. As a result, the reported power switching, alarms and loss of power were confirmed. The most likely root cause of the reported premature power switching event after lubrication can be attributed to momentary disconnections due to the wearing of the gold-plated pins, exposing the pin¿s base metal to the effects of corrosion. Based on the available information, the most likely root cause of the vad disconnect alarm event may be attributed to contamination of driveline, physical disconnection of the driveline and/or marginal connection of the driveline from the controller. A possible root cause of the loss of power can be attributed to a controller exchange. Additional products: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.